Event description:
Following a review of the customer complaint details, it was concluded that the details of this report met the MDR reporting criteria. The customer reported that postoperatively, the surgeon noticed an abnormal bone formation around the knee joint of a female pt following genex application to fill a bone void after excision of malignant neoplasm. Upon reoperation, he noticed jelly-like material at the tumor bed where genex was initially used. The same material was also found in the adjacent soft tissues and muscles around the surgical site. He deemed that material to be the source of the pt's postoperative pain.

Manufacturer narrative:
Initial eval is a possible adverse reaction to genex; however, there is a low likelihood of pt adverse reaction to product due to mfg process controls. Based on the limited amount of info received, it is not possible to determine the root cause.